Event description:
The family member reported that the patient has the device for overactive bladder and was having a return of symptoms. The family member stated patient has gone 11 times in 3 hours. The patient was originally on program 4-2.1 v and the day before the day yesterday caller turned it up to program 4-2.6 v but that hasn't helped. The patient was not feeling stimulation while therapy was on. Caller mentioned patient only felt stimulation when making an adjustment but stated currently she felt nothing. Patient services assisted caller with changing stim from program 4-2.6 v to program 1-3.4 v but did not resolve the situation. The family reported the change in therapy/symptoms was noted as sudden. Event date: (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that reducing and the changing the program resolved the issue, but they were still having a little problem. It was noted that it did get better. The patient mentioned that they would be seeing the healthcare provider soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.